Event description:
Procedure: colon resection. According to the reporter: small pieces from the trocar valve fell in the patient's cavity. They were not retrieved. No delay, no tissue damaged or loss, no bleeding.

Manufacturer narrative:
(B)(4).